Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : according to the information received, that during the removal, the surgeon had difficulty in removing the 3screws, but he managed to remove them with the removal instruments. Three broken va-locking screws and one va-locking calcaneal plate were returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection of the returned devices. The visual inspection revealed strong damages on all three screw and as well on the plate. The visible damages were most probably caused during explanation with removal instruments; the screw heads were broken at the neck section and are still stuck in the plate. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features and functional check. The damages are clearly caused post manufacturing. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The event described could be confirmed as the locking screws are broken and still stuck in the plate. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot : this mre review is for sterilization procedure only part: 04.211.028s, lot: 5l86278, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 27.august 2019, expiry date: 01.august 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.211.028, lot: 12l1202. Manufacturing location: monument, manufacturing date: 01-aug-2019, part number: 04.211.028, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm, lot number: 12l1202 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.028.999, 2.8mm ti screw blank 28mm 02.7 variable angle w/sd8, lot number: 3l31926. Part number: 23032, tialnbci2.78, lot number: h715566. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery to treat the calcaneal fracture. On (B)(6) 2020, the patient underwent the removal surgery because the bone union was confirmed. During the removal, the surgeon had difficulty in removing the three (3) screws as the bone and screw were stuck together, but surgeon managed to remove them with the removal instruments. The surgery was completed successfully. The scheduled surgery time was sixty (60) minutes. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: va-locki calcaneal pl 2.7 lrg l70 le ti (product code: 04.211.405s, lot number: 19p3951, quantity : 1); va lockscr ø2.7 head 2.4 self-tap l40 ta (product code: 04.211.040s, lot number: 5l75660, quantity : 1); va lockscr ø2.7 head 2.4 self-tap l50 ta (product code: 04.211.050s, lot number: 5l93790, quantity : 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm. This is report 2 of 4 for complaint (B)(4).